Manufacturer narrative:
No device will be returned. The photo provided by the customer shows air in the IV tubing while loaded into pump modules. 3 of the photos displayed air in the tubing line at the pumping segment with fluids at the air in line sensor. The bottom photo displayed air in the IV tubing that appeared to have gotten past the air in line sensor during a programmed infusion. The single ail bolus setting at the time is unknown. The root cause was not identified.

Event description:
It was reported the device did not alarm after the tubing broke and air entered the entire tubing.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the device did not alarm after the tubing broke and air entered the entire tubing.